Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported unspecified lower glucose scan values while wearing the adc device. On (B)(6) 2022, the customer had a loss of consciousness and was provided oral glucose and glucagon by the caregiver for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event. Sensor scans of lo (less than 40 mg/dl) were reported four consecutive times, compared to built-in glucose tests of 125 mg/dl, 202 mg/dl, 236 mg/dl, and 126 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. It is unknown if these values were taken at the time of the medical event.